Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The first thirteen proximal stent segments and the first five distal segments were intact. A number of mid stent segments were raised, deformed and overlapping. Please note that this device (eres27530x) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Event description:
The physician intended to implant a 2.75 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the circumflex by direct stenting. The target lesion was located in a very tortuous vessel and exhibited 75% stenosis and sever calcification. The stent could not cross the lesion and the device was removed. The stent was observed to be damaged on removal. The lesion was then pre-dilated using a 2.0 x 20 mm sprinter legend balloon. The target lesion was treated using a 2.75 x 30 mm other brand stent. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (75% stenosis, severe calcification and tortuosity), (lesion not pre-dilated), (stent damage, failure to deliver the stent). Evaluation, conclusions: (75% stenosis, severe calcification and tortuosity), (lesion not pre-dilated).

Manufacturer narrative:
.